Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia ultra universal short stapler and one endo gia 60mm articulating extra thick reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition was confirmed. Subsequently, the complaint data did not display an increased trend. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Procedure: thoraco/lobectomy. Customer states: the product was used for vats procedure. Prior to the fifth fire, surgeon could grasp tissue and pressed green button to fire. The device fired, but he/she could not pull back a black return knob completely. It stopped at 45 on the memory. Three dr. Tried to pull back it by force, but nothing changed. Because the lung parenchyma was fibrous, the tissue was stiff. Surgeon had been grasped tissue until the proximal side of jaws. Also, the tissue was close to tumor. After that, surgeon grasped a clamp cover with forceps and tried to open the reload end with forceps by force. He also tried to pull the lung parenchyma with forceps, but the reload end was not opened. To correct the issue, another dr. Pulled back the black return knob by force again, it was able to release. Dr. Confirmed that stapling was performed successfully and that no tissue damage was found caused by the knife. Operating time extended: more than 30 min. Additional tissue resection: yes. Nothing fell into the cavity. Under 200 cc bleeding. The current patient status: fine.